Event description:
It was reported that the customer received excessive no delivery alarms. The no delivery alarms were a reoccurring issue. Her blood glucose level was 180 mg/dl. The product will return. Nothing further to report.

Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. Unable to confirm the excessive no delivery alarms due to unresponsive keypad. The pump was received with a cracked reservoir tube, a cracked reservoir tube lip, and minor scratches on the display window noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.